Event description:
Reporter indicated that the patient was having frequent, recurrent respiratory infections. The physician turned the device off to see if that would make any difference in his symptoms per the mother's request. Per the physician, the relationship of the event to vns in unk at this time and patient has not been seen since device was turned off.